Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A review of the pump black box revealed cs 078 alarms. The pump powered on properly with no alarms received. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was found to be cracked below the bumper pad and between the bumper pad and top. There was a crack found in the case near the upper right corner of the display. The pump was opened and there was evidence of moisture corrosion on the motor flex connector and on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.